Event description:
It was reported that the customer's insulin pump had an error alarm during the prime process. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirts out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.